Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, cautery was not delivered and the snare did not cut. The procedure was completed with different snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.